Manufacturer narrative:
Product analysis: the device was returned for evaluation. The stent was not present on the balloon and did not return for analysis. A kink was evident to the hypotube. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. No other damage was evident to the remainder of the device. Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was removed from the patient by pulling it out together with the guide catheter. Resistance was not found when pulling out the device and no other device was used to remove the stent. Correction: the device was inspected before use with no issues noted. Negative prep was not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving a resolute integrity coronary drug eluting stent, a stent dislodgement occurred during delivery to the mildly torturous and mildly calcified lesion in the distal circumflex artery. The stent was removed from the patient by pulling it out. The lesion was pre-dilated, and the device passed through a previously-deployed stent without encountering resistance or requiring excessive force. There was no patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.